Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue.  Physio replaced the external usb data cable as a precaution as some external damage of the cable was observed. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device lost power. The customer did not provide any additional information of the event or the patient. There was no report of any adverse effects to the patient during the reported event.